Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, detached/missing end cap, and minor scratches on display window noted. Unable to perform any tests due to detached/missing end cap. (B)(4).

Event description:
The customer reported via phone call that the end of the insulin pump on the right side fell off. The wires and electronic pieces were exposed. The whole side piece was missing. It was not delivering insulin since it fell off. Customer's blood glucose level was 72 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.